Event description:
The pt presented with a subarachnoid hemorrhage (sah) in the anterior cerebral artery (aca) in severely tortuous anatomy. The physician advanced the microcatheter to the neck of the lesion and four coils (third coil is the subject coil) were deployed successfully. After the fifth coil was deployed, it was found that a blood clot had formed. The physician successfully deployed the sixth coil through the blood clot. The microcatheter was advanced to the middle cerebral artery (mca) to move the blood clot, but was unsuccessful. The microcatheter broke as it was being withdrawn to allow the physician to use urokinase to treat the thrombus. The fragment was between the distal posterior communicating artery (pcom) to the neck and was removed the sheath, access had been through the carotid artery. The remainder of the device had been removed from the pt successfully. The physician reported that "the catheter was broken off because it was fixed by the stopcock, when it was retracted." There was no reported clinical consequence to the pt.

Manufacturer narrative:
Device MFR date: unk as the batch/lot# was not provided.